Manufacturer narrative:
Exact date unknown, event occured six weeks after implant from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: (B)(4) model: sc-8336-50 serial: (B)(4). Batch: 7072991

Event description:
It was reported that the patient was having an infection at the incision sites. Symptoms of discharge and pain were noted. It was also noted that the cause of the infection was unknown. The physcian believed that the non-device related surgery contributed infection. No device malfunction was suspected. The patient was placed on antibiotics and underwent an explant procedure. The explanted devices will not be returned.